Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument and confirmed that the reagent probe a collar wash failed, resulting in the reagent probe leak. The fse replaced the reagent probe a collar wash valve to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked from reagent probe a due to insufficient vacuum at the reagent probe a collar wash. The customer wore personal protective equipment consisting of gloves, a lab coat and eye protection. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.